Manufacturer narrative:
The available info does not identify any pt or procedural factors contributing to the report of the inability to re-zip the dcs system for retrieval. It was reported that there were no kinks or damage on the delivery tube. The product was not returned for evaluation and it is not known if there was damage or kinks on the introducer tube. The IFU instructs that the second rhv should be lightly locked, taking care not to crush the coil introducer. Because there was no report of difficulty sliding the zipper during the unzipping process, it appears that procedural factor may have caused the re-zipping difficulty occurred during the procedure. The product was not returned for analysis. Trending/data review indicated that the lot, catalog and product family were within threshold rates. Mfg records were reviewed and not anomalies were found. The cause of the zipping difficulty could not be conclusively determined.

Event description:
The physician tried to retrieve the embolic coil, but the zipper did not slide during the retrieval and so the embolic coil could not be housed as it was before use. The physician followed normal procedure, and there was no kinks or damage on delivery tube. The product was clinically used in the pt. There was no calcification or vessel tortuosity. There were no reported pt complications.